Event description:
During a routine radiology procedure a ge oec 9600 c-arm stopped working during the case. The radiology director was able to get the machine back up and running and was able to finish the case. The reason for the unexpected failure was unknown and could have contributed to a missed diagnosis, physically blocking the patient ingress and egress if their condition worsened, or other unknown issues. A 3rd party radiology iso looked at the issue after the case was completed. The battery that supplied power to the unit when it was mobile was corroded and had not been replaced by a former biomedical equipment technician as it should have been. The battery was replaced and the machine is now operational and the problem is not continuing to occur.